Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The available data were thoroughly inspected. The analysis confirmed the activation of the eri battery status, as mentioned in the complaint description. However, all battery parameters indicated a healthy battery. Presumably, the eri status was incorrectly activated due to a temporary fluctuation of the battery voltage. However, the root cause of this could not be determined conclusively from the available information. In summary, the eri status was activated incorrectly. The root cause could not be determined conclusively. However, there was no indication of a battery depletion.

Event description:
This device was explanted due to eri. No adverse patient events were reported. Should additional information become available, this file will be updated.